Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive monopolar curved scissors (mcs) tip cover accessory to perform failure analysis. The accessory was analyzed and the reported event with the accessory could not be replicated nor confirmed. Using the installation tool, the tip cover was placed on a monopolar curved scissor instrument. The tip cover was tightly attached to the scissor and could only be removed with considerable effort. No product issue was identified. The probable root cause cannot be determined based on the information provided and failure analysis results.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted harmann's procedure surgical procedure, the monopolar curved scissors (mcs) tip cover accessory became dislodged from the robotic shears. This was removed from the patient and replaced with one from a different batch number. The procedure was completed with no reported patient injury.

Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the instrument; however, intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the reported failure mode has not yet been determined.